Event description:
It was reported that patient experienced pain at the ipg site and the ipg flipped in the pocket. Surgical intervention occurred on (B)(6) 2022 in which the ipg was explanted and replaced and moved from the left side to the right side, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.